Manufacturer narrative:
(B)(6) 2020 external driveline replacement related manufacturer report number: 2916596-2020-01057. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a previous external driveline replacement on (B)(6) 2020. Pump stops and low flows continued to be observed after this replacement and an internal driveline short to shield was suspected. A pump exchange was performed on (B)(6) 2020 and the pump was returned for analysis.

Manufacturer narrative:
Sections d4-expiration date, h3, h4: additional information. Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6), identified an internal driveline issue that could have contributed to the reported pump stops and low flow alarms. It was reported that the patient underwent a pump exchange on (B)(6) 2020. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. A segment of the driveline measuring approximately 2¿ was also returned, and the remainder of the driveline was not returned. Minor metal braided shield breakdown was observed on one end of the 2¿ driveline segment. Visual inspection of the underlying wires revealed breaches in the insulation of the black and green wires on the 2¿ segment, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. While an exact location of this damage on the driveline could not be conclusively determined through this evaluation, the presence of velour on the outer layer of the 2¿ segment suggests that it is an internal portion of the driveline. If the exposed inner conductors of the black or the green wires made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the reported pump stops. In addition, if the exposed inner conductors of the black or green wires made direct contact with each other or simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have contributed to the reported pump stops on any power source. There were also incidental findings during the investigation. The bionate appeared damaged adjacent to the nipple of the pump housing; however, an exact duration that this damage was present could not be conclusively determined through this evaluation. In addition, upon removal of the outer layers of the driveline, it was noted that the potting in the nipple of the pump housing appeared to have wicked down the wires. Of note, the replacement potting material implemented in 2015 passed all acceptance criteria, including visual inspection of wicking down of the potting material onto the cable core or past the flared fitting length after being cured. (B)(6) was manufactured prior to this potting material change. A direct correlation between this finding and the reported events could not be conclusively determined through this evaluation; however, the observed bionate damage could have been related to this finding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was manufactured prior to the driveline potting material change in 2015. The implant kit was shipped on 24jan2011. The heartmate ii lvas patient handbook, contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. Section 5 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. The heartmate ii lvas instructions for use (IFU), section 6 entitled ¿patient care and management¿ outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled ¿alarms and troubleshooting¿ outlines all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.